Event description:
It was reported that the pacemaker recently alerted due to low right ventricular (rv) intrinsic amplitude. Review of the device data demonstrated that the rv pace impedance had decreased from approximately 1,000 ohms to the 600 ohms range in (B)(6) 2024, while the amplitude also decreased, and the capture threshold increased at the same time. Total rv capture could also not be confirmed on the presenting electrogram. It was discovered that the patient had undergone a tricuspid valve implant on a date consistent with the observed lead parameter changes. The patient was seen in-clinic at which time the device output was programmed to 3.0 v. The r-wave measured 2.8 mv and sensing was also adjusted. The rv lead remains in service.